Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a cable that was not properly seated to a connector on the pace/defib engine board. The cable will be reseated to remedy the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.